Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1165565. Medical device expiration date: 2022-03-31. Device manufacture date: 2021-06-14. Medical device lot #: 1165563. Medical device expiration date: 2022-03-31. Device manufacture date: 2021-06-14. Investigation summary: bd received one photo from the customer in support of this investigation. The photo was visually evaluated showing the amount of specimen drawn into the tubes is below the etched fill line on the tube. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. As no customer samples were received at the manufacturing site, the investigation was limited. Therefore, 10 production lot in-house retention samples from each lot were functionally tested and the issue of underfill was not oversevere as all tubes were within specification limits. Bd was able to confirm the customer¿s indicated failure mode with the photo provided; however, no samples were returned to be tested and the complaint could not be duplicated in the retention testing. The exact cause for the underfilling of the tube could not be determined. The device history records were reviewed on both lots with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer states they have "two lots of citrate tubes that are not drawing a sufficient quantity of blood."

Manufacturer narrative:
H6: investigation summary. Bd received 120 samples from lot 1165563, 100 samples from lot 1165565 and one photo from the customer in support of this investigation. The photo was visually evaluated showing the amount of specimen drawn into the tubes is below the etched fill line on the tube. 10 sample tubes from each lot were draw tested and the customer's indicated failure mode of underfill was not observed. Additionally, 10 production lot in-house retention samples from each lot were functionally tested and the issue of underfill was not overserved as all tubes were within specification limits. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Bd was able to confirm the customer¿s indicated failure mode with the photo provided; however, the defect was not observed in the sample and retention testing. The exact cause for the underfilling of the tube could not be determined. The device history records were reviewed on both lots with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer states they have "two lots of citrate tubes that are not drawing a sufficient quantity of blood.".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 25-mar-2022 d.4. Medical device lot #: 1165565 d.4. Medical device expiration date: 31-mar-2022 h.4. Device manufacture date: 14-jun-2022 d.4. Medical device lot #: 1165563 d.4. Medical device expiration date: 31-mar-2022 h.4. Device manufacture date: 14-jun-2022 d.4. Medical device lot #: 1165568 d.4. Medical device expiration date: 31-mar-2022 h.4. Device manufacture date: 14-jun-2022.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer states they have "two lots of citrate tubes that are not drawing a sufficient quantity of blood."